Manufacturer narrative:
Analysis outcome: as received by rpa pump was reset. Pump continued to reset during analysis. Battery testing passed. Hybrid testing failed resistance readings for the motor wire feedtrhoughs. Further destructive analysis found that m2 feed through was shorted. After analysis, the eval code result coding was updated.

Manufacturer narrative:
After analysis and review, the previously reported eval code-conclusion of was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from the patient via the manufacturing representative, regarding a (B)(6) female patient receiving intrathecal morphine 20mg/ml at 9.990mg/day via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that the alarm was occurring due to a motor stall. The pump was explanted and replaced on (B)(6) 2015. The intervention/actions were unknown, and it was noted that the reporter had no further information to report. The patient status at the time of this report was "alive- no injury." Additional information received from the manufacturing representative reported that the logs have multiple motor stalls and recoveries that occurred on (B)(6) 2015, with a stopped pump may exceed tube set on (B)(6) 2015. No patient injury reported. If additional information is received this report will be updated.